Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the adhesive around the objective lens has corrosion, the adhesive around the light guide lens has corrosion, and the c-cover has corrosion is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the adhesive around the objective lens has corrosion, the adhesive around the light guide lens has corrosion, and the c-cover has corrosion. There was no patient involvement